Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6) 2022. Two weeks after the implant procedure and into treatment, the patient began having a lot of mucus per their rectum and urgency. Symptoms also included rectal swelling, pain, and mucus discharge. The physician paused the patient's radiation treatment after two total weeks. A steroid suppository was also given. Three weeks after the implant procedure, the rectum was very swollen per computed tomography (CT) scans. Per the CT scans, between the patient's prostate and rectum at the midgland and apex, it was not possible to rule out rectal wall infiltration. However, it was indicated there was no obvious sign of rectal wall infiltration. The rectal wall itself appeared thickened. After being off the radiation for almost a week, the patient was feeling better as of (B)(6) 2022. However, the patient was still having a lot of mucus output. Magnetic resonance imaging (MRI) was then performed, on an unspecified date. MRI showed there was not a clear indication of rectal wall infiltration of the hydrogel, but there was a clear fistulous tract between the gel and the lumen of the rectum. It was also noted there was no evidence of infection. The patient is reportedly to be sent to gastroenterology and a scope is to be performed; however, no further information has been provided. The patient's prostate and pelvis are being treated in 180cgy fractions to 7920cgy. The patient has received 15 fractions (2700 cgy) to their prostate and pelvis.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date of the spaceoar implant procedure. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4).